Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a liver resection using the 1st device with usg-400 and esg-400, an unspecified error occurred. The user changed the 2nd device. However, u504 error occurred, too. The intended procedure was completed with the other device. There was no patient injury reported. The subject devices was returned to omsc for evaluation and investigation. On (B)(6) 2021, omsc found that the tissue pad of the 1st device was worn out, and it was partially peeled off. This is the report regarding to the 1st device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. Upon investigation of the device, it was discovered that the trace which indicates that the device was used during the procedure. The tissue pad was worn out, and it was partially peeled off. There was a contact mark on the non-insulated area of the grasping section which indicates that the probe and the grasping section came into contact. The probe had contact marks which indicates that the probe and the grasping section came into contact. The coating of the probe was partially peeling. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked "seal" output, seal short circuit error didn¿t occur. *we adopted seal mode because the tissue would be worn away in seal & cut mode. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. ¿[inspection]high-frequency output ¿[inspection]appearance the information provided in the event description indicates that ¿an error was detected during the pre-use probe check¿. However, the provided information was confirmed by a sales rep, and we obtained permission to change the description to ¿an error was detected during the procedure¿. Based on the condition of the subject device, a likely mechanism causing the reported event might be the following: 1. Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. 2. The non-insulated area of the grasping section and the distal end of the probe came into contact due to wear of the tissue pad. 3. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the error was detected. The above device handling has warned in the instruction manual.